Event description:
It was reported that while attempting to treat a lesion located in the distal lcx, an attempt was made to cross the lesion using the opensail dilatation catheter, but it was unsuccessful. Upon visual inspection of the opensail, the size printed on the hub was found to be 3.75x 20mm and not 3.0x 20mm as shown on the package.